Manufacturer narrative:
H1 - rfb device eval by MFR?: corrected. H6 - evaluation method codes: corrected. H6 - evaluation result codes: corrected. H6 - evaluation conclusion codes: corrected. B5 - describe event/problem: updated device evaluated by manufacturer. The device was returned. Multiple hypotube kinks were noted. No kinks or damages on th shaft polymer extrusion. A detailed microscopic examination of the balloon material identified 2 pinholes at the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU # 50482210-01 using the inflation aid, however, 2 pinholes were noted at the proximal markerband.

Event description:
It was reported that a balloon rupture occurred. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was not inflated however, it was torn inside the guiding catheter. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure. It was further reported that the target lesion was located in the left anterior descending artery.

Manufacturer narrative:
H1 - rfb device eval by MFR?: corrected. H6 - evaluation method codes: corrected. H6 - evaluation result codes: corrected. H6 - evaluation conclusion codes: corrected. B5 - describe event/problem: updated.

Event description:
It was reported that a balloon rupture occurred. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was not inflated however, it was torn inside the guiding catheter. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure. It was further reported that the target lesion was located in the left anterior descending artery.

Event description:
It was reported that a balloon rupture occurred. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was not inflated however, it was torn inside the guiding catheter. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
H1 - rfb device eval by MFR?: corrected h6 - evaluation method codes: corrected h6 - evaluation result codes: corrected h6 - evaluation conclusion codes: corrected

Event description:
It was reported that a balloon rupture occurred. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was not inflated however, it was torn inside the guiding catheter. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.